Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of infusion set leakage on (B)(6) 2024. Leakage was located at the site.the patient reported the reason for the change of needle is due to leakage and irritation at the site no further information available.